Event description:
It was reported the patient experienced erosion at the pump pocket. The pump was explanted on (B)(6) 2014 and disposed of. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Additional information later reported the location of the erosion was the abdomen and lumbar incision; cause was unknown. There was no evidence of infection as all cultures of the abdomen and lumbar sites were negative. The pump was explanted and the patient was prophylactically given bactrim ds twice daily. The patient was in wound care. Additional information later reported the patient¿s body rejected the pump. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).